Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on the left the device is insufficiently deployed / it was protruding into the uterine cavity" on (B)(6) 2014. The patient's medical history included cervical conisation in 2006, uterine abrasion in 2006, uterine abrasion in 1997 and asthma. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced intentional device use issue ("one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity"), asthenia ("asthenia") and muscle fatigue ("leg fatigue") and was found to have hormone level abnormal ("hormonal disorders"), since insertion of essure. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with cornual resection / hysteroscopy with curettage of the left [uterine]). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, intentional device use issue, hormone level abnormal, asthenia and muscle fatigue outcome was unknown. The reporter provided no causality assessment for asthenia, hormone level abnormal, intentional device use issue, medical device removal and muscle fatigue with essure. The reporter commented: simple insertion of the device on the right; on the left the device is insufficiently deployed with positioning of a second one to make sure the fallopian tubes are occluded. In the imaging on the left, one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity. Hysteroscopy with curettage of the left [uterine] horn to retrieve the third device. Date of incident occurrence was reported (B)(6) 2019, but consultation in (B)(6) 2019 due to hormonal disorders, asthenia and leg fatigue since insertion of the implants. The devices were not kept for expert evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: removal date, date of birth, initials, medical history added. Essure insertion changed from (B)(6) 2014. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of two essure devices') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on the left the device is insufficiently deployed / it was protruding into the uterine cavity" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced intentional device use issue ("one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal disorders") and experienced asthenia ("asthenia") and muscle fatigue ("leg fatigue"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with cornual resection / hysteroscopy with curettage of the left [uterine]). Essure was removed. At the time of the report, the medical device removal, hormone level abnormal, asthenia, muscle fatigue and intentional device use issue outcome was unknown. The reporter provided no causality assessment for asthenia, hormone level abnormal, intentional device use issue, medical device removal and muscle fatigue with essure. The reporter commented: simple insertion of the device on the right; on the left the device is insufficiently deployed with positioning of a second one to make sure the fallopian tubes are occluded. In the imaging on the left, one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity. Hysteroscopy with curettage of the left [uterine] horn to retrieve the third device. Date of incident occurrence was reported (B)(6) 2019, but consultation in (B)(6) 2019 due to hormonal disorders, asthenia and leg fatigue since insertion of the implants. The devices were not kept for expert evaluation. Amendment: the report was amended for the following reason: after company internal review the event "one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity" was added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of two essure devices') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on the left the device is insufficiently deployed / it was protruding into the uterine cavity" on (B)(6)2014. In (B)(6)2014, the patient was found to have hormone level abnormal ("hormonal disorders") and experienced asthenia ("asthenia") and muscle fatigue ("leg fatigue"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced intentional device use issue ("one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with cornual resection / hysteroscopy with curettage of the left [uterine]). Essure was removed. At the time of the report, the medical device removal, hormone level abnormal, asthenia, muscle fatigue and intentional device use issue outcome was unknown. The reporter provided no causality assessment for asthenia, hormone level abnormal, intentional device use issue, medical device removal and muscle fatigue with essure. The reporter commented: simple insertion of the device on the right; on the left the device is insufficiently deployed with positioning of a second one to make sure the fallopian tubes are occluded. In the imaging on the left, one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity. Hysteroscopy with curettage of the left [uterine] horn to retrieve the third device. Date of incident occurrence was reported (B)(6)2019, but consultation in (B)(6)2019 due to hormonal disorders, asthenia and leg fatigue since insertion of the implants. The devices were not kept for expert evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: quality safety evaluation of ptc on 29-nov-2019: health authority number was provided for this case: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('removal of two essure devices') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on the left the device is insufficiently deployed / it was protruding into the uterine cavity" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal disorders") and experienced asthenia ("asthenia") and muscle fatigue ("leg fatigue"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with cornual resection / hysteroscopy with curettage of the left [uterine]). At the time of the report, the medical device removal, hormone level abnormal, asthenia and muscle fatigue outcome was unknown. The reporter provided no causality assessment for asthenia, hormone level abnormal, medical device removal and muscle fatigue with essure. The reporter commented: simple insertion of the device on the right; on the left the device is insufficiently deployed with positioning of a second one to make sure the fallopian tubes are occluded. In the imaging on the left, one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity. Hysteroscopy with curettage of the left [uterine] horn to retrieve the third device. Date of incident occurrence was reported (B)(6) 2019, but consultation in (B)(6) 2019 due to hormonal disorders, asthenia and leg fatigue since insertion of the implants. The devices were not kept for expert evaluation. Amendment: the report was amended for the following reason: narrative updated with correct information (case was not received by regulatory authority). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-nov-2019. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on the left the device is insufficiently deployed / it was protruding into the uterine cavity" on (B)(6) 2014. In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal disorders") and experienced asthenia ("asthenia") and muscle fatigue ("leg fatigue"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with cornual resection / hysteroscopy with curettage of the left [uterine]). At the time of the report, the medical device removal, hormone level abnormal, asthenia and muscle fatigue outcome was unknown. The reporter provided no causality assessment for asthenia, hormone level abnormal, medical device removal and muscle fatigue with essure. The reporter commented: simple insertion of the device on the right; on the left the device is insufficiently deployed with positioning of a second one to make sure the fallopian tubes are occluded. In the imaging on the left, one essure was positioned in the tube and the second one which was superimposed was protruding into the uterine cavity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.